Event description:
The patient experienced stimulation in the wrong location following a fall. The patient did not actually fall but caught herself beforehand. This occurred twice. There were also coupling/communication issues. Shortly after using the antenna locate feature and turning the dial again, the patient got all the bars shaded. Additional information has been requested.

Manufacturer narrative:
(B)(4). Lead model 39286-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 37743, serial# (B)(4). Recharger model 37752, serial# (B)(4).